Event description:
It was reported that the patient presented for treatment of pain in his lower back and leg that caused him difficulty in standing and sitting. Doctor performed surgery on the patient, consisting of a lumbar spinal fusion from l4-l5, during which rhbmp-2/acs was used. The patient received post-operative care from the doctor's office related to having additional or new pain and numbness in his low back and legs, and loss of flexibility in his back and legs after his surgery. The patient was responding well to physical therapy after this first surgery, despite losing flexibility in his back and legs. However, during physical therapy, the patient suffered a disc herniation from l5-s1. On (B)(6) 2012, the doctor performed a surgery on the patient, consisting of a spinal decompression from l5-s1. The doctor had informed the patient prior to this surgery that the decompression would completely remove the pain and numbness that he felt after the first surgery. However, the patient has felt no relief in his pain or numbness since the surgeries. On (B)(6) 2012, the doctor performed surgery on the patient, consisting of drainage to his infected incision from his (B)(6) surgery. The patient continues suffering from the pain and numbness in his back and leg.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation, so cause of event cannot be determined.